Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2025-00024, and device 2 is being reported under MDR 2247858-2025-00025. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient was admitted on (B)(6) 2022 and fitted with a relay nbs plus device on (B)(6)2022. No adverse events took place during procedure. Patient was admitted on (B)(6) 2023 with lower limbs reduced motility. This event was classed as serious and unanticipated. Site have determined this event was related to the procedure, not related to any pre-existing conditions and the relatedness to device has been identified as undetermined. Previous surgery - gore ctag 2020 for symptomatic aortic intramural hematoma patient is a former smoker. The event was resolved with sequelae and patient has recovered." Patient outcome: "resolved with sequelae - recovered."

Event description:
"Patient was admitted on (B)(6) 2022 and fitted with a relay nbs plus device on (B)(6) 2022. No adverse events took place during procedure. Patient was admitted on (B)(6) 2023 with lower limbs reduced mobility. This event was classed as serious and unanticipated. Site have determined this event was related to the procedure, not related to any pre-existing conditions and the relatedness to device has been identified as undetermined. Previous surgery - gore ctag 2020 for symptomatic aortic intramural hematoma the patient is a former smoker. The event was resolved with sequelae and patient has recovered." Patient outcome: "resolved with sequelae - recovered."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00024, and device 2 is being reported under MDR-2247858-2025-00025. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.